Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump despite the attempt of multiple cables and power sources. There was no impact to the customer's blood glucose level. A replacement usb cable and wall adapter were sent to the customer. Multiple follow up attempts were made to determine if the charging issue was resolved. However, no additional information was provided.